Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.50 x 16 synergy¿ drug-eluting stent, the stent fell off when the protective cap was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.